Manufacturer narrative:
The device was received for evaluation. The device underwent a flow rate accuracy test by infusing 25ml at 25ml/hour and the short, simulated therapy was successfully performed. The event history log was reviewed, and the event was not found. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The investigation is currently ongoing, a final report will be submitted upon completion.

Event description:
It was reported that a novum iq large volume pump over infused during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.